Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 01-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the extensions and battery was re-implanted. The right brain lead showed contact 11 as damaged and an impedance check showed high impedance. Factors that may have led or contributed to the issue was the patient previously had their extensions and battery explanted due to infection. The lead possibly got damaged from connecting and reconnecting over the last several surgical procedures. The lead was intact enough that the surgeon reconnected to new extension during surgery today and they were able to get good impedance readings on contacts 8, 9, and 10. The patient is using contacts 9 and 10 and is receiving benefit to therapy post operatively. Only contact 11 should not be used in future programming. The issue has not been resolved and no surgical intervention occurred nor is planned.

Event description:
Additional information was received from a consumer via a manufacturer representative (rep) on 2020-apr-28 reporting that the patient's therapy wasn¿t feeling right. The patient was having episodes of tremors. The rep met with the patient for further testing. The rep said impedances were high for electrode 8 and 11 at 8800 ohms, 9 was 866 ohms, and 10 was 1055 ohms. The physician used electrode 9 in programming. There was discussion of a potential need for a lead revision. Additional information was received from a manufacturer representative (rep) on 2020-apr-29. It was reported the cause of the tremors and high impedance was damaged contact 11. It was visible during battery replacement. They are trying to find a setting that will control the patient's symptoms without using that contact. The issue is not resolved and they are programming to work around the contact that is damaged. A lead replacement would have to be done in order to resolve the issue completely.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3389s-40 lot# va0mn2e implanted: (B)(6) 2014 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.